Manufacturer narrative:
Results of investigation: the associated tandem shell/liner, oxinium femoral head and polarstem cementless stem were not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain device details. As batch information were not made available, a review of the device history record cannot be completed. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. However, the dislocation was reportedly the cause for the revision 7 years post implantation, although the cause for dislocation cannot be determined and it cannot be determined if the reported dementia contributed to the event based on the complaint description alone. Patient impact beyond the reported dislocation and subsequent revision cannot be concluded. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to dislocation.